Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a hakim valve (ID 823164) was implanted via ventriculoperitoneal (vp) shunt. The valve would not reprogram, therefore it was removed and replaced on (B)(6) 2026.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (823164) was returned for evaluation. Device history record (DHR) - review of the history device records for the product code 82-3164 with lot 7563382 conformed to specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at 140 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the test for programming. Occlusion, leak, reflux and pressure. The valve functions. Root cause - no root cause could be determined as the device was functional. The complaint could not be confirmed. The potential root cause for the reported issue could be due to biologicals debris, as noted in the IFU: accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting.